Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a wire fracture occurred. The procedure treated the 99% stenosed lesion located in the moderately tortuous iliac artery. During attempts to cross the lesion, the distal portion of a v-18 guide wire fractured inside of the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).